Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert and was admitted to the hospital. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was in good condition post procedure.